Event description:
The customer reported via phone call that the contour meter is not respondind to button pushes. Customer's blood glucose was unknown mg/dl. The customer stated she went to test her blood glucose but did not show up on the meter. Customer declined to troubleshoot for low blood glucose. The customer was advised we need to transfer her to bayer for troubleshoot on the meter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.